Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During eval of the device for a different symptom, a co2 calibration failure was identified. There was no pt involvement.